Event description:
A monpolar electro-surgical cable was in use during a laparoscopy case. When the power was applied, the cable began to spark and burn near the end that connected to the endoscopic scissors. No injuries were reported. The device was discarded by the user facility following the surgery.